Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture generated growth of the organism staphylococcus epidermis which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to touch contamination/breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse.

Event description:
During follow-up for a separate event, it was reported that this patient on peritoneal dialysis (pd) was diagnosed with peritonitis previously on (B)(6) 2022. In an additional follow-up call, details about the event were obtained from a pd nurse. It was reported the patient was seen in the outpatient pd clinic on (B)(6) 2022 for symptoms of abdominal pain and cloudy pd effluent. As a result, a pd culture was obtained which generated growth of the bacteria staphylococcus epidermis. The patient was treated with intra-peritoneal (ip) antibiotics vancomycin and ceftazidime (dose not provided) on an outpatient basis. Per the nurse, the patient is recovering from the event and continues pd therapy with the same cycler. The nurse stated the patient has not had any adverse effects due to fresenius products. It confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange.

Event description:
During follow-up for a separate event, it was reported that this patient on peritoneal dialysis (pd) was diagnosed with peritonitis previously on (B)(6) 2022. In an additional follow-up call, details about the event were obtained from a pd nurse. It was reported the patient was seen in the outpatient pd clinic on (B)(6) 2022 for symptoms of abdominal pain and cloudy pd effluent. As a result, a pd culture was obtained which generated growth of the bacteria staphylococcus epidermis. The patient was treated with intra-peritoneal (ip) antibiotics vancomycin and ceftazidime (dose not provided) on an outpatient basis. Per the nurse, the patient is recovering from the event and continues pd therapy with the same cycler. The nurse stated the patient has not had any adverse effects due to fresenius products. It confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to touch contamination and the cause traced to user in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed. The alleged event was confirmed.